Manufacturer narrative:
Service was dispatched due to the customer reporting multiple discrepant results for multiple assays on the architect c8000 processing module, serial number (B)(6) possibly due to bubbles observed in the r2 syringe. Service replaced internal probe of the bellows set,incl rod & fitting (rohs) and deemed the bellows set,incl rod & fitting (rohs) the likely cause for the multiple discrepant results for multiple assays . The architect c8000 module function was verified with a control/precision run. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent issues have been reported related to erratic discrepant results. A review of tracking and trending did not identify any related trends with regards to the current issue. A review of device history records did not identify any non-conformances or deviations for the bellows set,incl rod & fitting (rohs) and architect c8000. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for bellows set,incl rod & fitting (rohs) and architect c8000 processing module serial number (B)(6) was identified.

Event description:
The customer observed multiple assays that generated falsely decreased results when running on the architect c8000 processing module. The customer believes about 20 patients generated discrepant results however no discrepant results were released to the clinician. The following example the customer provided was initially ran on analyzer c804604 and then reran the specimen on another analyzer c804601 (all results have unit of measure is mg/dl): creatinine, initial result (c804604): < 1.2 mg/dl / repeat result (c804601): 3.0 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.